Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 117 hours of extended bench testing. The device failed troubleshooting final test for slight non-conformance with measured vti at tidal volume and flow test 4, measured vti was 224.22, expected is 225.0 - 275.00. This slight non-conformance would not result in a failure to ventilate properly. The device was calibrated and the non-conformance was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 shut down while connected to a patient. The customer claims that the reported event caused the patient's death. At this time, no further information has been provided.